Event description:
During a partial nephrectomy, the tip of the probe started splitting while inside the patient (failure #1). When retrieving a new probe to complete the procedure, it was discovered that the button was broken (failure #2). Both probes had the same lot number.